Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply, interconnect cable, and the single board computer were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication error, which would not allow the system to make x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.